Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Consumer alleges while driving down an incline her unit tipped forward causing her to fall out of the unit and the unit to land on top of her.

Manufacturer narrative:
The provider evaluated and repaired the device. The unit is working properly.

Event description:
Consumer alleges while driving down an incline her unit tipped forward causing her to fall out of the unit and the unit to land on top of her.